Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl; this was reportedly because to their personal diabetes manager being unable to activate pods due to communication errors. Symptoms reported include hyperglycemia, nausea, dizziness and feeling sick. The patient was treated with intravenous fluids, an insulin drip, electrolytes and phenergan for nausea; she was also given dilaudid for neuropathy. The patient was hospitalized the prior day and remained in the hospital at the time of reporting.